Manufacturer narrative:
Additional information was obtained from the customer. In addition, the manufacturing investigation has been completed. It was reported that during the procedure the image was green. The procedure could be completed successfully without patient harm or delay of the procedure. The result of our investigation is consistent with the customer's description of failure. Varying-colored images (purple/green) were detected during investigation. By disassembling the device and testing the components individually, olympus was able to trace the image error back to the cable unit. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Olympus requested additional details regarding the reported event, but the information is pending. The referenced device has not been returned to olympus to date; however, the investigation is in progress. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus (oekg) was informed by the medical staff technician at the user facility that ¿during procedure ¿the image is green¿ on the customer high definition endoeye ii, autoclavable video telescope. The intended procedure was completed successfully without patient harm or delay of the procedure.